Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock and the high voltage cable assembly were replaced, and the filament was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down during a procedure. No patient injury was reported.